Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 425 mg/dl. They treated with an insulin shot. The customer reported that insulin flow blocked alarm during basal. Troubleshooting was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The insulin pump was not returned for analysis.